Event description:
A customer reported receiving a reading of 128 mg/dl on their freestyle flash meter and then one hour later the customer had a dizzy spell and fell. The customer did not administer any medication after the reading of 128 mg/dl. The paramedics were called and with a hcp meter, the customers blood sugar was 60 mg/dl. The paramedics gave the customer glucose tablets in response to the symptoms.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.